Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a recent (B)(6) health services press release dated (B)(6) 2019, reported that (B)(6) health services (ahs) had confirmed seven (7) mycobacterium chimaera patient infections. Within those patient infections, five (5) have been reported in resulting in patients´ death. Livanova (B)(4) is aware of four (4) patient infections from hospitals/clinics in the (B)(6) region. Therefore, livanova (B)(4) started an investigation to retrieve details on the additional three (3) events, and the possible new information related to the death of the patients. Update information is pending as of today.

Manufacturer narrative:
Livanova (B)(4) identified that the reported issue is a duplicate. Every further information is documented in the reporting 9611109-2017-00689.